Event description:
It was reported to philips that the system was not booting. No harm was reported to philips. The device was outside of clinical use at the time of reported event. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) examined that system onsite and confirmed that the machine was not switching on. During troubleshooting, the fse found that the software of system got corrupted. The fse reinstalled software, performed all configuration and did some adjustments manually. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.